Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, the suturing device was difficult to toggle, load, and unload. It was also noted that the two seals were damaged and air or gas leaked from the seal which came from one device. There was no patient injury.